Manufacturer narrative:
A ge service rep performed an onsite investigation. The leg extension was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported they were unable to remove the leg extension from the table. This could result in an injury or fall due to the add'l exertion used while attempting to remove the extension. There is no report of injury or death associated with this event.